Manufacturer narrative:
There are two events, occurring within a week of each other, reported for this device for the same issue. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and is being evaluated in the medwatch with patient identifier (B)(6). However, the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic procedure the device front panel failed completely, though the on/off button was still lit. The carbon dioxide pressure fell away. The procedure was completed successfully with the same device without any delay. There is no harm or adverse impact to the patient. The device was inspected before use with no abnormality noted. This same failure for the device had occurred in an event approximately one week earlier.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum mar 9, 2022: procedure was a laparoscopic bowel surgery for cecum. The device was used earlier in the day with no issues. No abnormalities were noted with the device until the failure in the procedure. A loud beeping noise was also heard from the device at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and event. Section b3 was corrected, which was inadvertently left out of the supplemental report. Sections b3, d8, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.